Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during femoral procedure the filter accidentally detached inside the sheath. Another device was used to complete the procedure. The femoral introducer, the jugular introducer, the long and the short dilator, the three-way stopcock, and the blue introducer sheath with the celect-pt filter sticking inside were returned. Every component appeared very clean and unused. On the femoral introducer the red safety button was pushed, ie the system was unlocked and the cup moved freely inside as intended. Some dents were noted in the piston inside the cup, likely from anchors of the primary filter legs. In the long dilator some dents were noted on the side close to the distal tip. On the introducer sheath a kink was noted close to the hub and another kink 307mm from the distal tip. A 15mm penetration was noted 556mm from distal tip and the filter was sticking inside with one primary and one secondary leg poking from the penetration. The anchor on the penetrated primary leg was within specifications. No damage noted at the sheath tip. Based on these findings the exact reason, why the filter detached inside the sheath cannot be determined, but since the system was unlocked an accidental push at the release button may have caused it. According to instructions for use the proper position of the filter must be verified before pushing the safety button. The penetrated filter legs, the damages to the dilator, and the damages to the piston inside the femoral cup may have occurred if attempts were made to re-attach the released filter to the femoral cup inside the sheath; if advancing the dilator from the distal sheath tip, the dilator tip likely passed the filter hook and got caught between sheath wall and filter hook. Pushing the dilator in that position likely caused the filter legs to penetrate the sheath wall and caused the damage in the side of the dilator tip, too. At the same time, if pressing the release button while advancing the femoral introducer from the proximal end of the sheath, the piston was free of the femoral cup and likely damaged by the anchors of the primary filter legs. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 04jan2021: it was femoral approach.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the procedure filter accidentally detached inside the sheath. They used another product to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.